Manufacturer narrative:
Concomitant medical products: product ID: 8785, lot# n501664, implanted: (B)(6) 2014, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
A healthcare professional (hcp) reported a patient receiving morphine (concentration 15.0 mg/ml, dose 0.721 mg/day) for non-malignant pain had erythema to the right of their abdominal pump incision on (B)(6) 2014. The event was considered related to the implant procedure. The patient was given oral clindamycin (300 qid x 7 days prophylactically) on (B)(6)2014. Lab work results showed; "cbc with differential, sed rate, and crp all within normal range". On (B)(6) 2015, there was no erythema at the pump incision and the event resolved without sequelae. The severity of the event was listed as mild.